Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency, and route were not reported) for peritonitis. At the time of this report, the patient¿s treatment was ongoing and the patient¿s had not yet recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.